Event description:
Surgeon had prepared to receive a coonrad/morrey small left elbow. When the box that was marked as a small left was opened, it was found to contain a small right. The patient who had very little bone already had to be reamed up to a larger size.